Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was reported due to "non-tuberculous mycobacteria (ntm)", therefore the cause of the event will remain unknown. It was reported that the patient was hospitalized for the event. The patient was treated with "anti-infectve therapy" cefoperazone sodium and sulbactam sodium (1.5g a day) and vancomycin (1g, every 4 days, intraperitoneal). And fluconazole (200mg, daily, orally). In addition, the patient was treated with meropenem (0.5g daily, intraperitoneal) combined with vancomycin (1g, every 4 days intraperitoneal) and meropenem 0.5g daily intravenous). After the tenth day of hospitalization, levofloxacin (0.5g, every other day, for 4 days) was given. On an unreported date, amikacin (0.2g daily, intraperitoneal) was given for treatment. After six (6) weeks in the hospital, the patient was discharged. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Literature article: lin ze-hua; wang, ting-ting; wei yuan-yuan; ma ying-chan. ¿peritoneal dialysis-associated peritonitis caused by a new mycobacterium aureus: report of a case and review of the literature¿. Chinese journal of blood purification. (Sept 2025) 791-793.https://doi.org/10.3969/j.issn.1671-4091.2025.09.014. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.